Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had the upper part of the great saphenous vein (gsv) treated with venaseal. Procedure completed without issue. It is reported the patient presented with a pulmonary embolism (pe). 2 months post treatment. Duplex post-op was perfect with a still a good distance from the cross with the deep system. The pe was treated in another hospital and the clinical report does not indicate venaseal being the cause of the pe, despite being aware of previous venaseal treatment. All clinical examinations were negative and could not find a cause. No further injury reported. Patient recovered.

Manufacturer narrative:
Additional information: patient was hospitalized for two months post treatment. The patient was treated with anticoagulant medication, no procedure or surgery took place. If information is provided in the future, a supplemental report will be issued.